Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was blood leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "when removing the needle there is leakage and blood splatter on the gloves."

Manufacturer narrative:
H.6 investigation summary: catalog number: 368689. Batch number: 2290402. Bd received 1 photo and 3 samples from the customer in support of this complaint. The customer photo shows the shelf carton of the device but does not show the reported defect. Bd is unable to confirm the customer¿s reported failure mode of splatter based on customer photo analysis. Additionally, the 3 customer samples were subjected to a draw test to look for leakage or splatter during use. All samples passed the testing exhibiting no signs of leakage or splatter. Therefore, this complaint cannot be confirmed based on the customer photo analysis and customer sample draw testing results. Additionally, the 3 samples were subjected to retraction lockout testing. All samples passed testing as there was no splatter or leakage during activation of the safety mechanism. Therefore, this complaint cannot be confirmed based on the customer sample retraction lockout testing results. Bd is unable to confirm the customer¿s reported failure mode of splatter based on customer sample testing analysis. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd is unable to determine a root cause for the reported issues. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was blood leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "when removing the needle there is leakage and blood splatter on the gloves."

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.